Manufacturer narrative:
Concomitant medical products: product ID: 355018, lot# w60405, product type: accessory. Other relevant device(s) are: product ID: 355018, serial/lot #: (B)(4), ubd: 02-feb-2020, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a ¿small amount of the lead introducer (radiopaque marker) sheared off in the patient¿s sacrum.¿ when the surgeon was advised by the manufacturer representative and the radiographer that ¿a small amount of the introducer had been left in the sacrum,¿ the physician ¿advised that there was nothing that could be done.¿ there were no actions or interventions taken to resolve the issue; the issue was stated to have been resolved at the time of report. There were no surgical interventions performed and it was unknown whether any were planned. It was noted that the ¿small spacing of the foramina¿may have led or contributed to the issue. There were no further complications reported or anticipated.